Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode was suspected to be potentially fractured. The electrode remains in service and there have been no adverse patient effects reported.